Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis an opened sample of product code sxpp1a301. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown spinal surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, when opening the package, it was found that the fixation tab had been broken. There were no adverse consequences to the patient. Upon evaluation, the sides of fixation tab were broken.